Event description:
Medical examiner had reported the death of a consumer who had been diagnosed with toxic shock syndrome. Autopsy report revealed tss toxin positive for staphylococcus aureus in vaginal swab.